Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the fuse was replaced. The replaced fuse was not sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that when the mobile view station (mvs) was unplugged the, the fuses shorted. No patient was present during the time of the reported incident.